Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation test step had failed on the device. The device's active exhalation control module, 3-way solenoid valve, and flow sensor were replaced to address the issue. After the parts were replaced on the device, performed a complete pvt and the device was working properly. On the previously submitted report, the reporter country in section e was inadvertently left blank. It is corrected on this report.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation test step had failed on the device. The device's active exhalation control module, 3-way solenoid valve, and flow sensor were replaced to address the issue. After the parts were replaced on the device, performed a complete pvt and the device was working properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation test step had failed on the device. The device's active exhalation control module, 3-way solenoid valve, and flow sensor were replaced to address the issue. After the parts were replaced on the device, performed a complete pvt and the device was working properly. The active exhalation control module, 3-way solenoid valve, and flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module, 3-way solenoid valve, and flow sensor were functioned as designed and operated without issue or error codes.